Event description:
It was reported the patient had experienced withdrawal. The patient was sweating constantly, agitated, had an increase in spasticity and ¿the whole gamut.¿ he also ¿had a fit of crazy agitation¿ on 2015-04-08. It was noted the patient is nonverbal. No pump alarm was heard. The patient was taken to the hospital. The healthcare provider (hcp) tried to aspirate from the catheter access port (cap) twice but was not successful. No volume discrepancies noted. During a revision on (B)(6) 2015, they found tissue growing where the catheter and the pump connected. The hcp cleared away the tissue and confirmed cerebrospinal fluid (csf) backflow on the catheter end and cap. The existing catheter was reconnected to the pump and again the hcp confirmed patency via the cap. As of (B)(6) 2015, the patient was recovering but had other ongoing issues reported as a hernia. The type of medication being delivered via the device system was lioresal. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)